Manufacturer narrative:
Additional manufacturer narrative: explant of a mitral annuloplasty ring after an implant duration of approximately 17 years due to mitral regurgitation. The explanted ring has not been returned for evaluation. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that a 32mm annuloplasty ring was explanted due to severe mitral regurgitation after an implant duration of approximately . There was no additional information provided.